Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they received a no delivery alarm while priming. The customer's blood glucose was 380 mg/dl. The mother reported the customer was throwing up from their blood glucose. Troubleshooting was not completed as the mother did not have a plunger present. It was also found the insulin pump alarmed motor error alarm. The customer declined to return the product for analysis.